Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a posterolateral spine fusion surgery on the lumbar region of his spine from l4-s1 where rhbmp-2/acs was implanted in the facet joints as well as along transverse processes in the right lateral gutter. Post-operatively, the patient experienced low back pain which radiates to both of his lower extremities. On (B)(6)-2004, the patient underwent a CT scan that revealed disc bulging and endplate spurring posteriorly. This appears to narrow the thecal sac and contribute to foraminal narrowing at the levels of his rhbmp-2/acs surgical site. The patient continues to experience severe low back pain and weakness in his legs. The patient is unable to practice and enjoy the activities of daily life he enjoyed pre-operatively.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on (B)(6) 2004, patient underwent following procedure: bilateral posterolateral effusion of l4-5 and s1. Pedicle screw instrumentation l4-5 and s1 bilaterally using local autograft, rhbmp-2 and hilo's for bone grafting; for pre-op diagnosis of: spondylolisthesis l4-5, l5-s1 with lumbar spinal stenosis. Per-op notes: facets joints were decorticated and under fluoroscopic control pedicle screws were inserted at l4, 5 and s1. Some sponges were placed in the facet joint. Autograft and rhbmp-2 was placed inside facet joints as well on the right side as well as along transverse process in the lateral gutters. No complications were reported.